Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Patient's mother reported the meter has a yellowish stain on the display which obstructs visualization of the results. No adverse event reported. Requested return of the alleged meter for evaluation.